Event description:
The pt experienced a shocking/jolting sensation while driving her car. Further information is being requested from the hcp. See manufacturer report 3004209178200904458 for previously reported shocking event.

Manufacturer narrative:
(B) (4).